Manufacturer narrative:
Other devices remain implanted. The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: a28-28/c95-o20 v, lot: 1252419-052, release date: (B)(6) 2015 and expiration date: 06/11/2018.

Event description:
It was reported that during the procedure, upon placement of the bifurcated, an infrarenal, and suprarenal, physician noted a jetting flow near the implanted devices and it was determined to be a possible 3b endoleak and proximal endoleak. The physician elected to relined with a second bifurcated to resolve the possible 3b endoleak and bring back the patient at later time to fix the proximal endoleak. No patient injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, a type iiib endoleak at the implant, a persistent type ia endoleak, and the final disposition of the pt could not be established due to lack of info. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. A design or mfg root cause for the reported event could not be determined based on the available info, and overall the investigation is inconclusive. Product use was incongruent with the IFU due to the stenosis of the right iliac artery (9 mm). Cautionary product use conditions that might have contributed to this event included the moderate severe calcifications at the bifurcation and bilateral iliac arteries.